Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 1mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 7.0 x 40, 40cm mustang was advanced for dilation. However, when the balloon was inflated multiple times at 10 atmospheres for several seconds, the balloon ruptured. The device was removed using normal method without any problem and the procedure was completed with a different device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 7.0 x 40, 40cm mustang was advanced for dilation. However, when the balloon was inflated multiple times at 10 atmospheres for several seconds, the balloon ruptured. The device was removed using normal method without any problem and the procedure was completed with a different device. There was no patient injury as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.